Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the patient line separated from the cartridge and contact alleged that due to gravity, the extra insulin in the tubing was delivered to the customer. Customer's blood glucose (bg) was in the 60 mg/dl range and customer consumed juice. Bg elevated to 120 mg/dl.